Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a ankle arthroscopy procedure, after the surgeon advanced the fibula nail, ar-8973l-38-180, into the distal portion of the fibula, the surgeon had to pull the nail back to re-align the distal portion with the proximal portion of the fibula. When he retracted the nail back the head of the nail broke. The case was completed by plating after the incident. *additional information requested. Additional information provided 1/25/2019: this was a fibula fracture repair procedure. The tip of the nail broke but did not detach from the rest of the device; therefore, no fragments remained in the patient. An additional incision was created for the insertion of the plate.